Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report awaiting receipt.

Event description:
(B)(6) 2013, per telephone and e-mail follow-up between this author and the user facility's biomed, that although it was initially stated that there was no adverse event, there was patient consequences, and the device is being sequestered at the user facility. This is all of the information that was made available at this time. A formal request for information and detail was sent to the facility.

Manufacturer narrative:
Seventy six days have passed since this issue was reported to mitek, and to date, despite outreaches for further detail and complaint device return, nothing has been received, and no additional information other than what was originally reported has been received. We cannot tell anything from this; we cannot discern a root cause for the reported issue. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.